Event description:
It was reported that during testing conducted at the manufacturer facility the micro oscillating saw shows a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The presence of corrosion in the device was identified as the probable cause of the reported bias current message.